Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had unrelated surgery on (B)(6) 2019 and the health care professional put a magnet on the stimulator. The surgery was done on the right side. Since she came home from surgery on (B)(6) 2019, her stimulation has been kind of all over and is discomforting. The patient feels the stimulation on her right side more intense. Normally, she feels stimulation on the left and right sides, but not so intense on the right side. The stimulation is in every area, and the patient noted that it is not a bad thing but was wondering if it could get stable again. The implantable neurostimulator was confirmed to be on at the time of the report, set to program 1 with an amplitude of 2.9 volts. The patient decreased amplitude to 3.5 volts and confirmed that the stimulation feels better, confirming that the stimulation on the right side is not so intense. There were no further complications reported or anticipated.